Event description:
It was reported that the 3.0 x 12 mm graftmaster stent delivery system (sds) was advanced to treat a perforation. The graftmaster device met resistance with the vessel and could not cross to the perforation. During removal, resistance was met with the vessel, and the stent dislodged. A snare device was used to remove the stent. The perforation was treated with dilatation successfully. There was a small pericardial effusion which required no further treatment. The patient did well and was discharged. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up will be submitted with all relevant information.